Manufacturer narrative:
(B)(4) per the instructions for use, valve malposition is a known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, procedural factors [loss of pacing captured during valve deployment] caused the valve malposition and subsequent central aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure due to a loss in pacing capture the 23mm sapien 3 valve was deployed 100% aortic causing severe central leak. A second valve was implanted. The bav was performed with a 20x4.5cm true balloon x2. The first bav had pacer capture loss, second bav was successful. The bav balloon was removed and tpm repositioned. The commander delivery system was inserted via lfa without issue. Valve alignment was performed and the valve advanced over the aortic arch. Native aortic valve crossed and positioned without issue. The valve was deployed under rvp at 180bpm, complete loss of pacing capture was noted after the valve was 70% deployed; the valve jumped aortic and final position was 100% aortic with the inflow tract of the valve at the level of the annulus. The patient remained stable. An aortic angiogram was performed and severe aortic insufficiency, the valve was stable. The delivery system was removed. The tpm repositioned and good capture noted. A second valve and delivery system opened and prepped. The second delivery system was inserted and valve alignment performed without issue. The delivery system was advanced across the arch and across the implanted thv. The second valve was positioned 20% more ventricular than the first valve yielding an 80:20 [aortic:ventricular] position in the native annulus. The delivery system was removed. There was no cai or pvl. The devices were removed without issue. The patient was transferred to ICU in stable condition.